Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a high blood glucose (bg) level (370 mg/dl) and a correction bolus was delivered to address the high bg level. The customer did not know what caused the high bg. As the event had occurred in the past, tandem technical support was unable to troubleshoot and advised the customer to discuss the bg with a healthcare provider.